Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B) (6) 2010, alleging that the onetouch ping meter is giving inaccurate erratic readings. The pt manages her diabetes with an insulin pump. On (B) (6) 2010, at 5 pm, the pt reported blood glucose results of "30 and 45 mg/dl" with a lifescan meter, performed less than 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 20% and/or <=20 mg/dl. In a clinical setting, a pt with a blood glucose reading below "40 mg/dl" would not be conscious. However, the pt reportedly developed symptoms described as "unsettled and nervous" while he obtained the reported meter readings. The pt administered self treatment with some glucose tablets/gel and took some food/drink. During troubleshooting, the customer care advocate verified that results are from the same approved sample site. This complaint is being reported due to the alleged inaccurate issue. The pt administered treatment per the lfs meter readings and did not develop any symptoms that would suggest the pt had acute complication of diabetes. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.